Manufacturer narrative:
The fga 330 portable aluminum lift has not been received to evaluate. Following receipt and investigation of the device, this report will be updated.

Event description:
Leg weldment break reported by end user at actuator post on fga 330 portable aluminum lift.